Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded a code 1005, indicating an open circuit condition due to high out of range shock impedances greater than 145 ohms. In addition to the out-of-range impedances, it was noted that this device delivered inappropriate anti-tachycardia pacing (atp) as well as shock therapy for supraventricular tachycardia (svt). This device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has been returned. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded a code 1005, indicating an open circuit condition due to high out of range shock impedances greater than 145 ohms. In addition to the out-of-range impedances, it was noted that this device delivered inappropriate anti-tachycardia pacing (atp) as well as shock therapy for supraventricular tachycardia (svt). This device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned.